Manufacturer narrative:
Product analysis: it was determined during analysis that the analyzer failed incoming functional testing. Analysis also noted that the battery was depleted. The analyzer was removed from the programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
The analyzer returned as an associate device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.